Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd intima ii¿ IV catheter, after removing the needle. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was provided to bd for investigation. The returned material showed the reported defect. A review of the device history record could not be performed as a lot number was not provided for this incident. Leak test: the investigator performed a leakage test at 45psi and determined that the source of the leakage was the catheter adapter. Visual examination: the misalignment of the assembly between the catheter adapter and septum, the size of the catheter head was too large, and a lack of lubrication in the septum were all contributing factors to the failure mode detected. Investigation conclusion: investigation of the catheter swage depth produced no additional abnormalities. A root cause could not be determined due to these results.